Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in w/orange hub experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: complaint from private clinic. The user complained that smudges were found on the product.

Manufacturer narrative:
H.6 investigation summary: one photo and one sample were received by our quality team for evaluation. Upon visual inspection, black foreign matter on the needle tub was observed; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. The foreign matter was sent for fourier transform infrared spectroscopy testing (ftir) to determine type of foreign matter. The ftir result showed that the spectrum of the foreign matter matches reasonably with a mixture of polyester compounds and silicone. Polyester is commonly used in packaging material, engineering resins, synthetic fibers and a wide variety of application. Silicone is used on the syringe and needle as lubrication. The black foreign matter could have dropped onto the needle hub during product handling and/or during machine troubleshooting. The needle assembly and needle molding machine were reviewed and there wasn¿t any presence of black polyester material at/near the station of the assembly and molding machine. The smock color for associates is dark and light blue, hence the black foreign matter unlikely comes from the smock. An exact root cause could not be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in w/orange hub experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: complaint from private clinic. The user complained that smudges were found on the product.